Event description:
It was reported that the pacemaker dependent patient reported episodes of dizziness. Upon interrogation oversensing of noise leading to pacing inhibition and inappropriately stored non-sustained ventricular tachycardia episodes were observed in the arrhythmia logbook. The sensitivity was increased, however oversensing was still observed on the right ventricular (rv) channel. The age of the lead was thought to be a contributing factor in the cause of the noise and the patient was hospitalized to determine if a lead revision procedure would be needed. The rv lead remains in service and no additional adverse patient effects were reported. Additional information was received that a lead revision procedure was performed where the rv lead was surgically abandoned and replaced with another manufacturer's lead. No additional adverse patient effects were reported.